Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the iloa004 abutment screw fractured.

Manufacturer narrative:
The complainant indicated that the abutment screw fractured, both parts of the screw were returned. Three attempts have been made to obtain evaluation results from zest. At this time, the results have not been returned. Therefore, no evaluation, inspection is available for this complaint. If the investigation results become available, we will submit a follow-up report for the investigation conclusion.